Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided a pump reset, which was initially successful but the malfunction resurfaced, leading to the decision to replace the pump. The replacement pump was sent, and the customer was instructed on returning the faulty pump. The customer will use a backup therapy of multiple daily injections (mdi) to ensure insulin delivery continues. They were also advised on programming settings and connecting their continuous glucose monitor (cgm) to the replacement pump.